Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and as a result was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.